Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Two complaint devices fragments were received and inspected. The anchor is broken near the middle and missing the distal end, confirming this complaint. Visual observation of the first anchor indicates that the hex head of the anchor is cracked. This anchor is believed to be the anchor that was tapped in the bone due to the location of the crack. It was reported that the user appeared to be off-axis and the bone was very hard. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Moreover, it is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. Other than those possibilities, we cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed with unrelated incidents. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a bone-patellar tendon-bone (btb) autograft anterior cruciate ligament (acl) reconstruction, it was observed that two milagro advance screws, 7 x 23mm, broke when being inserted into very hard bone. The first screw developed a hairline fracture when it was about 3/4 of the way inserted and then broke in half. The sales rep reported that the proximal piece was stripped completely upon inspection. The surgeon completely removed all broken pieces and inserted a second screw of the same type, same size in the same bonehole when it broke proximally. It was reported that this screw was not as stripped at the first one. It was reported that this screw and broken pieces were fully removed. The surgeon completed the procedure with a third competitor¿s metal interference screw in the same bonehole with no patient consequences. There was a 30 minute delay in the procedure. The sales rep reported that with the first implant, the surgeon used a 7mm dilator, did not tap, and the scrub tech reported that the surgeon appeared to be off axis. The sales rep reported that with the second implant, the surgeon again used the dilator but did tap using the milagro advance tap. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.